Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code and an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an open or reinstalled r71, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Per review of the device history record, it was found that the pump passed final functional testing. Per service history review this device has not been in for service previously., corrected data: h6: health effects - clinical signs and symptoms or conditions